Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Litigation alleges: in 2002, patient was implanted with a depuy pinnacle mom implant in her right hip. Patient suffered debilitating pain, swelling, inflammation, infection, damage to surrounding bone and tissue, and lack of mobility. In (B)(6) 2005, patient was revised and implanted with a new pinnacle mom device. In 2010, the new implant began slipping out of the socket causing intense pain, discomfort, and the inability to walk without assistance. Patient is unable to be revised a second time due to too little bone structure remaining. Update ppf alleges loosening of the cup, dislocation with open and closed reduction, infection, loosening of the stem, elevated metal ions, and fracture component after the first revision. Doi: 2002 - dor: (B)(6) 2005 (right hip; first implantation); doi: (B)(6) 2005 - dor: none (right hip; second implantation).